Event description:
The duett device was deployed following a diagnostic cath (via a 6f sheath, right common femoral artery). The deployment was unremarkable. Immediately after the deployment, distal pulses were lost and pt complained of leg numbness. The right leg's calf and toes became pale and cold. Later, the foot became mottled and black. A pulse volume recording showed no flow from the knee down. At the onset of ischemic symptoms, pt was given heparin. A surgical thrombectomy with thrombolytic therapy restored distal pulses, color, and sensation to foot. Oozing from the puncture site was treated overnight with a femostop. No further complications were reported.